Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that bolus history was not recording properly in bolus history. Customer's blood glucose was 99 mg/dl. Insulin pump passed self-test.